Event description:
Caller reported advantage system blood glucose results of 156 mg/dl and 37 mg/dl within 10 minutes. No adverse event was reported. Customer stated that the strips have an expiration date of 2012. A request was made for the return of the meter and strips, replacement sent. However, it was reported the vial was thrown away.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.